Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed contamination on force sensor, a dislodged display screen, dislodged force sensor pins, and an out of calibration force sensor. During testing, the load step did not detect the cartridge and dispensed fluid.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.